Event description:
The product was used during a sinus procedure. Reportedly, the needle broke. The disengaged portion was retrieved without incident. The surgeon applied another suture to complete the procedure.